Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a lower extremity intervention, the flexor raabe guiding sheath was crossed over the bifurcation. Upon adjusting the sheath closer to the popliteal artery, the physician pulled the device slightly back and felt/ visualized the sheath separate. The sheath was removed over the stiff guide wire (manufacturer unspecified). Another device was opened and utilized to successfully complete the procedure. Access was gained through the femoral artery to the superficial femoral artery (sfa) via contralateral approach. The patient had moderate arterial calcification. It was noted that numerous wires, catheters and angioplasty balloons (manufacturer(s) unspecified) were utilized through the sheath. The patient's groin was still "oozing blood" post procedure; the patient's progress will be monitored by the facility. No additional procedures were required due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the sheath tubing separated, with exposed coil connecting the proximal and distal segments. A separated segment of sheath liner was present on the exposed coil. Compressions measuring 2 mm and 2.4 cm in length were present at distances of 5 mm and 2.5 cm respectively from the proximal end of the distal segment. A kink was also noted a length of 7.2 cm from the proximal end of the distal segment of the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the sheath tubing separated, with exposed coil connecting the proximal and distal segments. A separated segment of sheath liner was present on the exposed coil. Compressions measuring 2 mm and 2.4 cm in length were present at distances of 5 mm and 2.5 cm respectively from the proximal end of the distal segment. A kink was also noted a length of 7.2 cm from the proximal end of the distal segment of the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: d1, d4, g5, h4. This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.